Manufacturer narrative:
Section d4, unique identifier (UDI) number: a partial UDI was provided as the lot number is not available. Section d6a, if implanted, give date: not applicable as this is not an implantable device. Section d6b, if explanted, give date: not applicable as this is not an implantable device, therefore not explantable. Section h3, device evaluated by manufacturer: the cartridge is not returning for evaluation as the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. The lot number for this device is unknown. Therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) emeraldc30 cartridge was used to deliver the jnj lens. The lens was fully inserted and then removed due to the tear in the iol. The tear was noticed after insertion. The surgeon tends to fold the iol in an ¿old school¿ way. Per the surgeon there was no issue with the lens. Another johnson and johnson iol of the same model and diopter was used to complete the procedure. The patient was not injured and there were no complications such as a capsule tear, incision enlargement, vitrectomy or medication required to prevent permanent impairment. The patient was reported as ¿doing fine¿. No further information was provided.